Manufacturer narrative:
H3: one device was received for analysis. The service history review had no indication that the complaint was related to a service of the device within the review period. The primary audible alarm background test was confirmed. The plunger printed circuit board (pcb) was replaced to fix the issue. The device then passed all testing after the service.

Event description:
The customer returned the product for error message- primary audible alarm background test and that it needed an upgrade to the latest software version. During device evaluation, the primary audible alarm background test alarm was identified. There was no patient involvement.